Event description:
The patient was admitted into the hospital with chest pain approximately 10 months post index procedure. During a diagnostic procedure, it was noted that the cypher stent had 100% in-stent restenosis. The cypher stent was implanted in 2005 in the mid left anterior descending artery. In 2000 the patient had a bx velocity stent placed in the left anterior descending. Two years and 4 months post implant, the bx velocity stent restenosed. A cutting balloon and brachytherapy were used to treat this.

Manufacturer narrative:
This is the first of two products involved with this adverse event, which is associated with mfg report #3003742446-2006-00603.